Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed and initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) confirmed the reported issues and also observed that during a test shock, there was a loud popping sound from inside the device. The root cause of the issue was determined to be electrical overstress of fet and q72. Stryker archived the device and the customer received a replacement.